Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 56 days post implantation, the patient underwent a manipulation under anesthesia due to decreased range of motion. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6; h10; h11 h6: component code: mechanical (g04) - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with limited range of motion (rom) on 2 months post op, measuring 0-101 degrees, with minimal improvement since the previous visit. Due to the lack of progress, a manipulation under anesthesia (mua) was scheduled and performed to address the decreased rom. The issue was described as mild in severity and was resolved following the procedure, with continued aggressive physical therapy planned to support further improvement. A definitive root cause cannot be determined. This complaint can be confirmed based on the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.